Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that a system reboot resolved the problem. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the led trackers on the imaging system were not working. The site restarted the system and the issue was resolved. The issue couldn't be reproduce at the time of reporting. There was no patient impact reported and a delay to surgery of less then one hour.